Event description:
Plaintiff, alleges suffering from type-1 latex allergy. Plaintiff further alleges severe emotional distress and an inability to engage in her normal activities. Alleges physical injuries, including, allergic rhinites, hives, chest tightness, shortness of breath, itcy and watery eyes, wheezing, systemic asthma and urticaria, and other physical manifestations of her injures, as well as great despair and loss of enjoyment of life. Plaintiff's, husband alleges deprivation of the love, services, advice, companionship and consortium of his wife.